Event description:
Information rec'd indicates the head of the bed is raising about 8 inches and then lowers itself.

Manufacturer narrative:
The technician replaced the CPR assembly switch to repair the bed.